Event description:
Consumer called stating that the 9805 hydraulic lift goes up, but allegedly, it comes right back down before the patient is in the lift.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9805, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1024492 rev e (may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition states that he is a double amputee, below the knees. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. A service technician came to the residence and changed out the hydraulic pump. Unknown if this technician was from the consumer's dealer. No injury alleged. The malfunction has not been confirmed. No product is being returned to invacare for an inspection.